Event description:
Note: this report pertains to the third of three devices that occurred during the same procedure. Manufacturer reports # 3005099803-2009-00749 and 3005099803-2009-00761 address the related events. It was reported to boston scientific corporation on january 29, 2009 that a resolution clip device was used during a polypectomy procedure. According to the complainant, a resolution clip device was used to treat a polypectomy site. The clip engaged, but when the physician attempted to remove the delivery system, the catheter did not release, it stayed attached and tore the polyp slightly. The procedure was completed with another resolution clip device (it was confirmed that the last clip was used to complete the procedure, not to treat the torn tissue). There were no pt complications reported following this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that eval, a supplemental report will be filed.